Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the electrode was missing of the sensor. The customer's blood glucose level was unknown. The customer was reported that he electrode was missing and sensor signal was not found. The sensor will not be returned for analysis.